Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) regarding a patient receiving intrathecal baclofen at a concentration of 500 mg/ml via an implantable pump. It was reported that the hcp would like to shut down the patient's pump due to a pump related infection. It was stated that mdt tried to treat with antibiotics and decided to shut the pump down. Technical services provided the shutdown code. The name of the health care provider was also provided.

Event description:
Additional information was received on 2025-aug-25 from a foreign healthcare provider via a company representative. The infection did not start near or around the pump. Out of extra precaution, the pump was removed and replaced on the opposite side of the patient¿s abdomen. The healthcare provider further indicated that they did not believe an investigation was required for the case. The healthcare provider provided no further information regarding the request for pump model number, serial number, pump implant date, explant date, if the infection was resolved, and status of the explanted pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.